Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. A visual inspection and deflection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that shaft was found bent next to the handle. No exposed components were observed. Also the hemostatic valve was dislodged inside the hub component, no issues with the sideport tubing or brim cap were observed. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the tip. A device history record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed. The potential cause of the puller wire broken could not be determined. The potential cause of the shaft bent could be related to the handling/shipping of the device after the procedure, however, this cannot be conclusively determined. The hemostatic valve was found dislodged, this failure is unrelated to the issue reported by the customer; the potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the broken puller wire and customer reported deflection issue. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve dislodgment identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected to the bent shaft issue identified by bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was dislodged inside the hub component. It was initially reported by the customer that 15 minutes after the start of ablation, the wire inside the vizigo sheath was cut, and deflection was not working. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-aug-2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub component. These finding was reviewed and assessed the finding as an MDR reportable malfunction.